Event description:
Patient undergoing bilateral sofield femoral osteotomies with intramedullary nail for internal fixation procedure, using fassier duval telescopic intramedullary system. Drill bit tip broke. X-ray confirmed drill bit tip was in right femur. Drill bit tip left in patient, as retrieval effort could cause more harm to the patient.